Event description:
Lap chole: "a piece of what looked like seal from the ctf73 was found in the pt. A 5mm lap scissor was used thru the port several times which potentially cut the seal."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.